Event description:
The complainant reported the patient was on impella 5.5 support and during support there was high purge pressure noted. Tissue plasma activator was initiated in the purge and the issue resolved. Support continued. Additionally, there was a decrease in impella flows, increased suction events and ectopy despite pump repositioning. Decision was made to removed and replace axillary 5.5 impella. Clot was noted on inflow and outflow of impella during removal. The procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smart assist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation)¿ section: warnings & cautions: warnings: section: pre-support evaluation section: axillary insertion of the impella 5.5 catheter section: direct aortic insertion section: use of impella with transcatheter aortic valves "in patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." . In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Manufacturer narrative:
The investigation into low pump flow, thrombus, vf/vt/af/at, and high purge pressure has been completed. The pump was returned for investigation. No physical abnormalities were reported on the returned product. Low pump flow and high purge pressure were not reproduced during testing. The pump was operated as intended. The data log shows that a 6-minute gradual rise was reported on the second day of pump use. The purge pressure was trending down but returned to the normal range after the given tissue plasminogen activator (tpa), according to the clinical and confirmed data log review. The cause of the low pump flow issue was most likely patient condition related, based on given clinical details. The cause of the high purge pressure issue was biomaterial, based on observed trend on data log review and provided given clinical details. Also, the reported thrombus failure mode was removed since it was already addressed under the high purge pressure failure mode, as the patient's condition caused the formation of biomaterial. As the necessary information was not provided, the root cause of the vt/vf was not determined. D9 date device returned to manufacturer added. The following have been reported incorrectly or missing from manufacturer device report 1220648-2024-21718. E4 should have been left blank. G1 reporting contact email.